Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-447a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing open end show minor scratches; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 100,203. Time expended: 10:23 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "forward firing" was observed. The procedure was completed using a second fiber. There was no injury to patient reported.